Event description:
Pt was infusing medication via disposable elastomeric pump. It was a 4 hr infusion and with approx 0.5 hr left of infusion, the balloon burst and infusion had to be stopped. Pt missed approx 125 mg of a 1 gram dose of methylprednisolone that had to be administered later.